Event description:
It was reported that a patient underwent a laparoscopic ipom ventral hernia repair procedure (B)(6) of 2012 and mesh was implanted. The defect repaired, was at the left subcostal area and 10 by 10 centimeters in size. (B)(6) of 2012, the patient presented with recurrent hernia. This was confirmed by CT scan. Surgery is planned to repair the recurrence.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.